Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower volume than programmed (under infusion) during therapy (medication, dose and programmed amount unknown). The device was programmed to deliver an unspecified volume at a rate of 200ml/hour as a primary infusion from a 1000ml bag. When the device "beeped" complete, it had under infused by 250ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.